Event description:
During a left ventricular tachycardia procedure using an agilis nxt introducer, a cardiac tamponade occurred. Geometry was created in the left atrium with a non-sjm catheter and ablation was performed with a non-sjm ablation catheter. A couple minutes after achieving sinus rhythm, the patient became hypotensive. An echocardiogram revealed a cardiac tamponade and a pericardiocentesis was performed which stabilized the patient. There were no performance issues noted with any sjm device used.

Manufacturer narrative:
(B)(6). The results of the investigation are inconclusive since the device was not returned for analysis. A review of the device history record was not possible since the model and lot numbers were unavailable. Based on the information received, the cause of the reported cardiac tamponade could not be conclusively determined. Per the IFU, cardiac perforation is a known risk with the use of this device.